Event description:
It was reported that this male patient's knee was revised approximately 1 year post op due to poly wear, all implants removed. Patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 3965226, 02-010-03-0240 - logic cr femoral cem, left, sz 4, 4369970, 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, 2899029, 02-012-47-4011 - logic cr tib insert std, sz 4, 11mm, 4243255, 200-02-38 - three peg patella 38mm, 4543407, 201-78-15 - holding pin mini sharp point 4 pk, 4432174, 201-78-81 - 3 trocar, mod. Hex 2pk, 4544512, 201-78-81 - 3 trocar, mod. Hex 2pk, 4544514, 201-78-81 - 3 trocar, mod. Hex 2pk, 4030513, 521-78-23 - threaded pin size 2.3 collared, 4090865, 521-78-23 - threaded pin size 2.3 collared, 4090867, 521-78-23 - threaded pin size 2.3 collared, 3009016002, a10012 - gps implant kit v2.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices or pre-revision radiographs were not provided with the complaint submission.